Event description:
The product was used during a hysterectomy procedure. Reportedly, the suture broke and the wound dehisced six days post-operatively. A reoperation was required to correct the condition.